Event description:
It was reported that the ilet sleep/wake button was unresponsive, with the device vibrating on press but the screen not illuminating; the issue was documented via video, and the user utilizes a dexcom g7 sensor, while the related device component implicated was the switch/relay consistent with a key or button not working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an electrical problem consistent with an unresponsive button traced to the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.